Event description:
It has been reported to philips that the clarity ippc (image processing pc) was not booting up. The room was down. The issue was found during clinical use and the patient had to be moved to a different. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ip pc was not starting up. Review of the system log file showed that the ip-pc was malfunctioning which resulted in the system not being able to complete the startup sequence. The customer repaired the boot up issue by replacing the ip-pc and hard disk. After replacement, fse verified with the customer and confirmed that the system was returned to use in good working order. The codes were updated based on the investigation outcome.